Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump is not working properly. Customer's blood glucose level was 151 mg/dl. Customer states they did not receive a low battery alert alarm before the off no power alarm. Customer received an off no power alert less than 24 hours after they received a low battery alert, although they had replaced the battery. Troubleshooting for low battery and off no power alarm was performed. Customer had replaced the battery on the insulin pump with a previously used (B)(6) battery. The battery cap seems to be damaged or loose which may be causing the alarms. Customer also had a battery out limit alarm in their insulin pump history. Customer replaced the insulin pump with a brand new battery. Customer was advised that a replacement battery cap would be sent out to them.